Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd¿ blunt fill needle perforated rubber from an ampule and it stuck. The following information was provided by the initial reporter: verbatim: would like to have this photo reviewed, there have been 2 incidents that a piece has stuck. Reason: we have found in our hospital in 1 department 2x in quick succession a piece of rubber after a liquid has been pulled up from an ampule, through a rubber seal on the ampule.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303129 and lot number 230203. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture a vial particle was observed within the syringe product. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula.

Event description:
It was reported that 2 of the bd¿ blunt fill needle perforated rubber from an ampule and it stuck. The following information was provided by the initial reporter: verbatim: would like to have this photo reviewed, there have been 2 incidents that a piece has stuck. Reason: we have found in our hospital in 1 department 2x in quick succession a piece of rubber after a liquid has been pulled up from an ampule, through a rubber seal on the ampule.